Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failed. A field service engineer removed all cubies from the affected drawer and cleared debris near the cubie sensors. The station was shut down, retractor band connections were secured, and the station was rebooted and customer able to recover the drawer. Additionally, the fse checked the auxiliary tower which had the medication jam issue and resolved and tested functionality of stations. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, h5se cubie legacy drawer continuously failed after recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.